Manufacturer narrative:
(B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from a histologist with no information. Information identified from an online obituary indicated the patient died approximately 6 months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 419578 implantable pacing lead, implanted: (B)(6) 2011. A 694765 implantable tachy lead, implanted: (B)(6) 2011. A 5076-52 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.